Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she had elevated blood glucose reading of 600 mg/dl yesterday with symptoms nausea and vomiting while the animas cartridge had air bubbles issues. Her blood glucose reading was corrected with insulin via syringes. Her blood glucose was eventually corrected to 200 mg/dl. At the time of the phone call to animas, the patient continued with insulin pump therapy. Troubleshooting indicated that the infusion set is secured to the cartridge at the luer lock connection. There was no visible damaged to the cartridge, o-ring, luer lock, or the tubing. There was no product misuse. She reportedly aerates her insulin by pushing the air through the insulin. At times she does not pressurize her insulin. The reported issue was resolved with training. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while she struggled with air bubbles issues in the animas cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the retained cartridge was evaluated by product analysis on 09/17/2013 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.